Event description:
It was reported that the patient had a fall shortly after receiving the first device and she felt like something broke but it took awhile to convince her hcp (healthcare provider). When device was replaced (2010), the md said it wasn't broken but the surrounding tissue was bruised. If additional information is received, a follow up report will be sent.

Event description:
Additional information received noted that the cause of the event was unknown. No injury was noted. The patient had not reported any problems to this reporter since (B)(6) 2013. This reporter did not know that she had a fall.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 3093-28, lot# v021253, implanted: (B)(6) 2007, explanted: (B)(6) 2010, product type: lead. (B)(4).